Event description:
The customer contact reported a disconnection while a power injector was in use. The option-lok male adapter of the tubing set was connected to the hub of the pt's catheter. It was reported that the clave port at the proximal end of the tubing set was accessed with a power injector for an unspecified contrast injection. The pressure the power injector was set was not specified; however, the customer contact stated, the setting for the injection was "the lowest pressure available on the injector." Upon initiating the contrast delivery, the option-lok male adapter disconnected from the pt's catheter and an unspecified volume of blood loss was noted. An unspecified device was connected to the pt's catheter to stop the blood flow. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4), (B) (4).